Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was achieved with a proglide device, using the pre-close technique, via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, another proglide suture was attempted to be preplaced; however, no suture was present when the proglide plunger was removed. A third proglide was used to successfully preplace a second suture. The sheath was upsized to 21f and the evar procedure was completed. Hemostasis was achieved with the two preplaced proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.